Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with thirteen infusion sets. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion sets were used for few hours to 12 hours. The site insertion was the abdomen. Patient regularly rotated site location. Blood glucose level was 587 mg/dl at the time of the event. Patient took correction injection via mdi for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 13. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.